Event description:
As reported, during use in patient, this fogarty embolectomy catheter balloon burst. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained at this time.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Updated section b5 and added related report number to section h10 since as per further clarification the two events (report ID 2015691-2025-07980) occurred during use in the same procedure. As part of the device manufacturing the units go through balloon and winding inspection process.

Event description:
As reported, during use in one patient, the balloon of this fogarty embolectomy catheter burst (manufacturer ref (B)(4)). A new fogarty embolectomy catheter was used and it was kinked. The balloon was inflated; however, it was unable to deflate (manufacturer ref (B)(4)). Additionally, the second catheter was in an abnormal position and the balloon subsequently burst. The insertion test and the first use were successful. The second device was then replaced with a third unit and the issue was solved. There was no allegation of patient injury.